Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after displaying an accurate initial fill estimate of above 240 units, the insulin gauge displayed 65 units. Reportedly, the insulin gauge remained at 65 units for a few days. The customer declined to reload the cartridge onto the pump at the time of the report. The customer's blood glucose level was not impacted due to the reported issue.